Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to prevention of dvt (deep vein thrombosis) and pe (pulmonary embolism). Patient is alleging tilt, vena cava perforation and organ perforation. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿ivc filter with intraluminal tip at the level of the right renal vein. Minimal tilting. Some of the filter legs extend outside of the ivc wall. One of the filter legs is closely approximated with the wall of the abdominal aorta. Another filter leg contacts the spine. No evidence of filter fracture.¿

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01113.